Manufacturer narrative:
Date of event is estimated.E1 - Reporter Phone Number: (b)(6).There are no remedial action/corrective action/preventative actions associated with this event; however, the manufacturer will continue to monitor its complaint database for purposes of tracking and monitoring similar events for significant trend occurrence.

Event description:
It was reported patient lost effective therapy and had high impedances on the lead following multiple falls. X-Rays confirmed there was an interruption at the level of the swift lock. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.